Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), dysmenorrhoea ("excruciating menstrual pain / painful menstrual cycles/dysmenorrhea (cramping") and bipolar disorder ("bipolar") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hypothyroidism since 1990, blood pressure high since 2011, acid reflux (oesophageal) since 2008 and high cholesterol since 1996. Concomitant products included dexlansoprazole (dexilant) since 2008, duloxetine hydrochloride (cymbalta) since 1990, metoprolol tartrate (lopressor) since 2011, nifedipine (procardia) since 2011, quetiapine (seroquel) since 1990, ranitidine hydrochloride (zantac), rosuvastatin (crestor) since 1996 and topiramate (topamax) since 1990. In (B)(6) 2011, the patient had essure inserted. In 2011, 1 day after insertion of essure, the patient experienced fatigue ("chronic fatigue"), breast tenderness ("extreme breast tenderness"), menstruation irregular ("irregular periods"), abnormal weight gain ("extreme weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain"), hyperhidrosis ("chronic sweating") and bacterial vaginosis ("constant bought of bacterial vaginosis"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("menorrhagia),"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion disability) and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("skin rashes"), rash macular ("rashes or skin conditions type: spots."), bipolar disorder (seriousness criterion medically significant) and depression ("manic depression"). The patient was treated with surgery (underwent surgery to remove the essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, breast tenderness, menstruation irregular, abnormal weight gain, abdominal distension, arthralgia, back pain, hyperhidrosis, bacterial vaginosis, alopecia, abdominal pain, rash, cystitis, vaginal infection, urinary tract infection and rash macular outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the bipolar disorder and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, bipolar disorder, breast tenderness, cystitis, depression, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, menstruation irregular, pelvic pain, rash, rash macular, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: total bilateral occlusion. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 2-aug-2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drug, lab data were added. Updated suspect drug indication. Events rashes or skin conditions type: spots , bipolar and manic depression added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042313 on 06-jul-2015. The most recent information was received on 18-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), dysmenorrhoea ('excruciating menstrual pain / painful menstrual cycles/dysmenorrhea (cramping') and bipolar disorder ('bipolar') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2011, acid reflux (oesophageal) since 2008, high cholesterol since 1996, hypothyroidism since 1990, adenomyosis and paratubal cyst. Concomitant products included since 2011, dexlansoprazole (dexilant) since 2008, duloxetine hydrochloride (cymbalta) since 1990, metoprolol tartrate (lopressor) since 2011, quetiapine fumarate (seroquel) since 1990, ranitidine hydrochloride (zantac), rosuvastatin calcium (crestor) since 1996 and topiramate (topamax) since 1990. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("chronic fatigue"), breast tenderness ("extreme breast tenderness"), menstruation irregular ("irregular periods"), abnormal weight gain ("extreme weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain"), hyperhidrosis ("chronic sweating") and bacterial vaginosis ("constant bought of bacterial vaginosis"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion disability) and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("menorrhagia),"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("skin rashes"), rash macular ("rashes or skin conditions type: spots."), bipolar disorder (seriousness criterion medically significant), depression ("manic depression"), uterine pain ("feels like my uterus is being ripped and cut during mentrual cycle especially") and allergy to metals ("allergic to nickel") and was found to have weight increased ("weight 206lbs, way too much"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, breast tenderness, menstruation irregular, abnormal weight gain, abdominal distension, arthralgia, back pain, hyperhidrosis, bacterial vaginosis, alopecia, abdominal pain, rash, cystitis, vaginal infection, urinary tract infection, rash macular, uterine pain, weight increased and allergy to metals outcome was unknown, the dysmenorrhoea, vaginal haemorrhage and menorrhagia had resolved and the bipolar disorder and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, allergy to metals, alopecia, arthralgia, back pain, bacterial vaginosis, bipolar disorder, breast tenderness, cystitis, depression, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, menstruation irregular, pelvic pain, rash, rash macular, urinary tract infection, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion,. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received: new event allergic to nickel was added. Reporters were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042313) on 06-jul-2015. The most recent information was received on 04-apr-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") and dysmenorrhoea ("excruciating menstrual pain / painful menstrual cycles/dysmenorrhea (cramping") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included ranitidine hydrochloride (zantac). In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("chronic fatigue"), breast tenderness ("extreme breast tenderness"), menstruation irregular ("irregular periods"), abnormal weight gain ("extreme weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain"), hyperhidrosis ("chronic sweating") and bacterial vaginosis ("constant bought of bacterial vaginosis"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion disability) and alopecia ("hair loss"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("skin rashes") and menorrhagia ("menorrhagia),"). The patient was treated with surgery (underwent surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, breast tenderness, menstruation irregular, abnormal weight gain, abdominal distension, arthralgia, back pain, hyperhidrosis, bacterial vaginosis, alopecia, abdominal pain, vaginal haemorrhage, rash, cystitis, vaginal infection and urinary tract infection outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, breast tenderness, cystitis, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, menstruation irregular, pelvic pain, rash, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: menorrhagia, infection (bladder/ urinary tract/vaginal) type. Product start date updated. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5042313) on 06-jul-2015. The most recent information was received on 02-aug-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain'), dysmenorrhoea ('excruciating menstrual pain / painful menstrual cycles/dysmenorrhea (cramping') and bipolar disorder ('bipolar') in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2011, acid reflux (oesophageal) since 2008, high cholesterol since 1996, hypothyroidism since 1990, adenomyosis and paratubal cyst. Concomitant products included dexlansoprazole (dexilant) since 2008, duloxetine hydrochloride (cymbalta) since 1990, metoprolol tartrate (lopressor) since 2011, nifedipine (procardia) since 2011, quetiapine fumarate (seroquel) since 1990, ranitidine hydrochloride (zantac), rosuvastatin calcium (crestor) since 1996 and topiramate (topamax) since 1990. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced fatigue ("chronic fatigue"), breast tenderness ("extreme breast tenderness"), menstruation irregular ("irregular periods"), abnormal weight gain ("extreme weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain"), hyperhidrosis ("chronic sweating") and bacterial vaginosis ("constant bought of bacterial vaginosis"), 1 day after insertion of essure. In (B)(6) 2011, the patient experienced dysmenorrhoea (seriousness criterion disability) and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal hemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal"), menorrhagia ("menorrhagia),"), cystitis ("bladder infection"), vaginal infection ("vaginal infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), rash ("skin rashes"), rash macular ("rashes or skin conditions type: spots."), bipolar disorder (seriousness criterion medically significant), depression ("manic depression") and uterine pain ("feels like my uterus is being ripped and cut during mentrual cycle especially") and was found to have weight increased ("weight 206lbs, way too much"). The patient was treated with surgery (laparoscopic-assisted vaginal hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue, breast tenderness, menstruation irregular, abnormal weight gain, abdominal distension, arthralgia, back pain, hyperhidrosis, bacterial vaginosis, alopecia, abdominal pain, rash, cystitis, vaginal infection, urinary tract infection, rash macular, uterine pain and weight increased outcome was unknown, the dysmenorrhoea, vaginal hemorrhage and menorrhagia had resolved and the bipolar disorder and depression had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, bipolar disorder, breast tenderness, cystitis, depression, dysmenorrhoea, fatigue, hyperhidrosis, menorrhagia, menstruation irregular, pelvic pain, rash, rash macular, urinary tract infection, uterine pain, vaginal hemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: pelvic pain, dysmenorrhoea. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Amendment: the report was amended for the following reason: this is a retention case. All the information from deletion case (B)(4) (duplicate) including references has been transferred to this case. New event feels like my uterus is being ripped and cut during mentrual cycle especially and weight 206lbs, way too much were added. Reporter information was added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority food and drug administration (reference number: mw5042313) on 06-jul-2015. The most recent information was received on 20-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and dysmenorrhoea ("excruciating menstrual pain / painful menstrual cycles") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included ranitidine hydrochloride (zantac). On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea (seriousness criterion disability), fatigue ("chronic fatigue"), breast tenderness ("extreme breast tenderness"), menstruation irregular ("irregular periods"), abnormal weight gain ("extreme weight gain"), abdominal distension ("bloating"), arthralgia ("joint pain"), back pain ("back pain"), hyperhidrosis ("chronic sweating"), bacterial vaginosis ("constant bought of bacterial vaginosis") and alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and rash ("skin rashes"). The patient was treated with surgery (underwent surgery to remove the essure). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, fatigue, breast tenderness, menstruation irregular, abnormal weight gain, abdominal distension, arthralgia, back pain, hyperhidrosis, bacterial vaginosis, alopecia, abdominal pain, vaginal haemorrhage and rash outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, bacterial vaginosis, breast tenderness, dysmenorrhoea, fatigue, hyperhidrosis, menstruation irregular, pelvic pain, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-nov-2017: follow up received via a summons form: case classification was updated to potential legal case and new reporter was added. Product stop date was added. Events pelvic pain(marked intervention), abdominal pain, heavy vaginal bleeding, skin rashes added. Event painful menstrual bleeding clubbed with earlier event. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Indicates here initial submission by the new legal manufacturer only¿. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.